Event description:
The reporter called lifescan (lfs) in 2005 and alleged that the patient's meter was prompting an error 4 message. The mas attempted unsuccessfully to reach the patient for more information in 2005. A letter has been sent as a second attempt to obtain more information. One day later the patient went to the physician's office feeling faint and sweaty. The patient was tested and treated with glucose. She was also given orange juice, food, and candy. The result obtained at the physician's office is not known. It is not known now long the patient was unable to test on the meter or if the patient attempted to test prior to visiting the physician. The lfs customer service representative stated that several attempts were made with the caller to resolve the issue. The reporter was able to perform a control solution test without getting the error message, but when the patient attempted to test her blood glucose she would obtain an error 4 message. A replacement meter has been sent to the patient.